Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The implant has been placed in 43 position on 11/16/2015. Three months later after the implantation, the practitioner has found that the implant failed to integrate. Nb : complaint file (B)(4) reviewed and reported further to our FDA inspection that took place from may 30 to june 2, 2016.

Event description:
Implant fails to osseointegrate.